Event description:
It was reported that an 840 ventilator generated an error message. No patient harm is reported. The customer ran the ventilator on a test lung with no issue. Reportedly, the ventilator was return to use.